Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and a cardiovascular event (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR 1225714-2014-02217, 1225714-2014-02218, 1225714-2014-02219 and 1225714-2014-02220.